Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery was damaged and could not be charged, the charge was 6v. It was further observed that the battery was totally discharged. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery device was damaged. It was further determined that the battery could not be charged, had a voltage of 6v and totally discharged battery. It was noted in the service order that the device had "no load". The event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.